Manufacturer narrative:
This rv lead was successfully replaced, but will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The threshold measurement was 7.5 v, and the sensing was 1.8 mv. The physician tried repositioning the lead, but experienced difficulty getting the helix to stay in place. The decision was then made to explant and replace this rv lead. There were no adverse patient effects reported.